Event description:
This report is being filed after the subsequent review of the following journal article: tumialan, l.m., ponton, r.p., garvin, a., gluf, w.m. (2010). Arthroplasty in the military: a preliminary experience with prodisc-c and prodisc-l. Neurosurgical focus, vol 28, pp 1-7. USA this was retrospective review of synthes prodisc-c and prodisc-l performed between april 2007 and october 2009. The purpose of the study was to assess the time required to return to active duty and the level of function attained after lumbar or cervical surgery. Arthroplasty surgery was compared to patients that had a anterior cervical discectomy and fusion (acdf) or anterior lumbar ?fusion (alif). The follow-up evaluations were at 1, 3, 6, 12, and 24 months. Twelve patients were in the cervical arthroplasty group, average age at time of surgery 36.5 years, levels treated were c5/6 (n=8) and c6/7 (n=4). All patients returned to full duty without restrictions. Twelve patients were in the lumbar artthroplasty group (10 males, 2 females). Average age at time of surgery was 37.3, treated levels l5-s1 (n=7) and l4-5 (n=5). Ten of the 12 returned to full duty without restrictions. Complications: prodisc-l (n=1) vascular injury at l4/5 level, repaired at time of surgery, no long-term sequelae, returned to full duty. This is report #3 of 7 for (B)(4). This report is for an unknown prodisc-l inferior endplate with an unknown part numbers, lot numbers and quantity. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
Literature citation: tumialan, l.m., ponton, r.p., garvin, a., gluf, w.m. (2010). Arthroplasty in the military: a preliminary experience with prodisc-c and prodisc-l. Neurosurgical focus, vol 28, pp 1-7. This report is for an unknown prodisc-l inferior endplate with unknown part and lot numbers and unknown quantity. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.